Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded atrial and ventricular under sensing and competitive pacing at different events. The patient appears to have much sinus tachycardia, getting mode switches. An atrial intrinsic amplitude, out of range message was also observed. Reprogramming options were discussed. The ICD remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.